Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter would not connect to the IV extension line. This occurred 1 time in lot 0238541, and 3 times in an unspecified lot. The following information was provided by the initial reporter: "caller's facility has had 4 separate events take place involving catheter hub of bd insyte¿ autoguard¿ shielded IV catheter 24 gauge 0.75 inch retracting needle 381512 not allowing connection to IV pigtail (extension line). First event took place in infection disease department 6 weeks ago, which required second attempt at IV access. Last even took place yesterday with similar outcome. In every case, the catheter would not allow the nurse to screw on the pigtail. Caller identified they did not keep any samples of device and was not sure of lot numbers. She was able to provide possible lot for yesterday's event (0238541) but can only assume they are from the same lot as they get taken out of the box and placed on IV carts. All product currently on cart have the lot identified above. There was nothing outside of their normal routines, products, or materials used with these devices when events took place. She did not note any issues with the IV extension tube used. Products used are very familiar to all staff as they are the only devices used at this facility."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0238541, medical device expiration date: 2023-08-31, device manufacture date: (B)(6) 2020. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter would not connect to the IV extension line. This occurred 1 time in lot 0238541, and 3 times in an unspecified lot. The following information was provided by the initial reporter: "caller's facility has had 4 separate events take place involving catheter hub of bd insyte¿ autoguard¿ shielded IV catheter 24 gauge 0.75 inch retracting needle 381512 not allowing connection to IV pigtail (extension line). First event took place in infection disease department 6 weeks ago, which required second attempt at IV access. Last even took place yesterday with similar outcome. In every case, the catheter would not allow the nurse to screw on the pigtail. Caller identified they did not keep any samples of device and was not sure of lot numbers. She was able to provide possible lot for yesterday's event (B)(4) but can only assume they are from the same lot as they get taken out of the box and placed on IV carts. All product currently on cart have the lot identified above. There was nothing outside of their normal routines, products, or materials used with these devices when events took place. She did not note any issues with the IV extension tube used. Products used are very familiar to all staff as they are the only devices used at this facility"